Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product identified that the small green plastic piece had become detached from the fan spray tip. There was no adhesive residue or witness marks found on the fluid barrel, indicating that no solvent was used or an incorrect solvent was used during the assembly process. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. The root cause of the reported issue is attributed to a manufacturing deficiency. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that during the surgery the green valve came off from the fan spray tip and it fell into the surgical wound. The surgeon found that the green valve was floating in the surgical wound, and he removed it. No patient harm was involved, and delay was less than 15 minutes. No adverse events were reported as a result of this malfunction.